Event description:
It was reported that a patient was ventilated when suddenly half of the expiratory filter "fell off" and a huge leak appeared.

Manufacturer narrative:
For the investigation photos of the affected parts and the parts itself were requested but could not be provided. In order to reconstruct the described issue that the entire exhalation block and filter dislodged a comparable disposable expiratory valve (mp01060) and disposable expiratory filter (mp01780) were tested with different test setups. No deviations from specification could be identified. If the expiratory valve and the expiratory filter detaches from the device a leakage will occur as in this case the breathing system is open at the expiratory side. Such a is detected and alarmed by the connected ventilator evita v500. During the mandatory device check it has to be checked that the expiratory valve is assembled correctly. A draeger employee was on site and was not able to comprehend the reported failures. The locking mechanism for the exhale valve assembly was found to be working as specified. After the event in question the components were reassembled on-site. Obviously, this has solved the issue as no further problems were reported since then. Finally it was not possible to determine the root cause for the reported problem. Within the last 12 months no further similar case has been reported from the field.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow-up report.

Event description:
It was reported that a patient was ventilated when suddenly half of the expiratory filter "fell off" and a huge leak appeared.